Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator. It was reported that on a friday morning in (B)(6) 2018, the patient lost stimulation coverage in their left arm and felt stim in their chest instead. The patient also reported that an x-ray showed that the left lead slipped/dropped down several vertebrae. The issue was not resolved at the time of the report; the patient noted that they were going for an MRI/emg to figure out the best six. There were no further complications reported or anticipated.